Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter stated that, after use while swimming, the display was foggy and seemed to have moisture in the display. There was no improvement after the lens film was removed. No damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: during testing, the pump powered on and the display was clear and legible. No moisture was visible behind the display lens. There was visible moisture found in the battery compartment. A leak test was performed and a battery compartment crack and leak was found. The pump case was opened and evidence of moisture was found inside the pump case.